Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object stuck/clogged in the air/water channel, but the foreign object could not be identified. There was no physical damage to the area where the foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope angulation large and small -did not work - did not go all the way right and left. No reports of patient harm were associated with this event. The device was returned to olympus for a device evaluation and foreign material was found in the insertion tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation also found the following: the angulation was out of specification, due to a clogged nozzle the air/water flow supply was obstructed, peeling labels, the plastic distal end cover had scratches and dents and cracked glue, the insertion tube insulation was not to standard, the control knob had play, the distal end complete video was cracked, the objective lens glue was peeling, the light guide lens glue was peeling, the light guide tube was scratched, the bending section cover glue was cracked, and the insertion tube had scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.